Event description:
It was reported that the patient experienced urethral atrophy with their artificial urinary sphincter cuff. There was a leak in the cuff from a hole. The device was no longer functioning as intended. The system was replaced with a 3.5 cm cuff, pump, and 61-70 cmh2o balloon within the quarter. The patient had no further complications. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.